Event description:
The cuff is not incorporating like it does with the traditional catheter. We place these in active little kids, and we have had several cuffs get dislodged and migrate out of the skin entry point. I recently removed one that had been in for about 3 months, and it popped right out.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rexb1385 showed no other similar product complaint(s) from this lot number.